Manufacturer narrative:
An evaluation is in process. A follow up report will be submitted when the evaluation is complete. All available patient information was included. Additional patient details are not available this report is being filed on an international product, list number 6r86-32 that has a similar product distributed in the us, list number 6r86-30. Identifier: sid's: (B)(6).

Event description:
The customer reported false negative architect sars-cov-2 igg results on multiple patients that were positive by vircell igg pcr and siemens.twenty sid's provided ranged from sid (B)(6) over a date range of (B)(6) 2020. No impact to patient management was reported. Sid date siemens abbott vircell: (B)(6).

Manufacturer narrative:
The complaint investigation for false negative architect sars cov-2 igg results included a search for similar complaints, and the review of complaint text, trending data, labeling, and device history records and scientific literature. Labeling was reviewed and sufficiently addresses the customer's issue. Device history record review on lot 16347fn00 did not show any potential non-conformances, or deviations related to the customer observation. In-house sensitivity and specificity testing for reagent lot 16347fn00 was completed using a retained sample of the complaint lot stored at the recommended storage condition. All validity and acceptance criteria were met indicating that the lot is performing acceptably. Testing of the return patient samples (sid¿s (B)(6)) reproduced the negative results obtained by the customer. Additional testing using in process development assays for igg, igm and total ig was performed on the patient samples. Both samples returned positive results for igg and total ig and negative results for igm indicating potential sero-reversion. The customer obtained negative results for twenty patient samples when testing was performed using architect sars-cov-2 igg reagent lot 16347fn00. Positive results were obtained for the same samples using siemens, pcr and virclia igg methods. A direct comparison should not be made between the architect sars-cov-2 igg assay and vircell igg/siemens sars-cov-2 igg assays. The architect sars-cov-2 igg is designed to detect immunoglobulin class g (igg) antibodies to the nucleocapsid protein of sars-cov-2 whereas the vircell igg assay is designed to detect antibodies for both spike and nucleocapsid proteins and the siemens sars-cov-2 igg assay detects antibodies to the spike protein receptor binding domain (s1 rbd). In this case, testing performed on the two returned patient samples indicates potential sero-reversion. According to the, patel r, et al, ¿report from the american society for microbiology covid-19 international summit, 23 march 2020:value of diagnostic testing for sars¿cov-2/covid-19¿, mbio 11:e00722-20, it is unknown for certain whether individuals infected with sars¿cov-2 who subsequently recover will be protected, either fully or partially, from future infection with sars¿cov-2 or how long protective immunity may last. The study, quan-xin long et al, ¿clinical and immunological assessment of asymptomatic sars-cov-2 infections¿, nature medicine, showed that antibodies declined in both asymptomatic and symptomatic covid-19 patients during the early convalescence phase. It was observed that igg levels and neutralizing antibodies in a high proportion of individuals who recovered from sars-cov-2 infection start to decrease within 2¿3 months after infection. The product package insert advises the assay sensitivity within the 95% confidence level is 95.89%- 100.00%. Patients have different immune responses and the insert states that immunocompromised patients who have covid-19 may have a delayed antibody response and produce levels of antibody which may not be detected as positive by the assay. In this case, no specific patient history was provided for the patients. Negative results do not rule out sars-cov-2 infection, particularly in those who have been in contact with the virus. Results should be used in conjunction with other data; e.g., symptoms, results of other tests, and clinical impressions. Results from antibody testing should not be used as the sole basis to diagnose or exclude sars-cov-2 infection or to inform infection status. Per product labeling a study was performed using 122 serum and plasma specimens collected at different times from 31 subjects who tested positive for sars-cov-2 by a polymerase chain reaction (pcr) method and who also presented with covid-19 symptoms. The positive percent agreement (ppa) at >/= 14 days post-symptom onset is 100.00% (95% ci: 95.89, 100.00). Five specimens from 1 immunocompromised patient were excluded from the study. When the results from these specimens were included, the ppa at >/= 14 days post-symptom onset was 96.77% (95% ci: 90.86, 99.33). This study was based on a hospitalized/symptomatic population. Differences in antibody responses between populations, based on more severe versus less severe illness, are consistent with published reports, zhao j et al. 2020. ¿antibody responses to sars-cov-2 in patients of novel coronavirus disease 2019¿, medrxiv. Additionally, review of the manuscript bryan et al. 2020. ¿performance characteristics of the abbott architect sars-cov-2 igg assay and seroprevalence in boise, idaho¿, j. Clin. Microbiol, doi: 10.1128/jcm.00941-20, showed sensitivity data consistent with product labeling. 125 patients who tested rt-pcr positive for sars-cov-2 for which 689 excess serum specimens were available was tested and it was found that sensitivity reached 100% at day 17 after symptom onset and day 13 after pcr positivity. Based on the investigation architect sars-cov-2 igg reagent lot 16347fn00 is performing as intended, no systemic issue or deficiency of the architect sars-cov-2 igg reagent was identified.